Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the charging frustration was unknown. The ins was replaced on (B)(6)2018. The hcp said that charging was easy and the patient is getting excellent paresthesia coverage and greater than 50% pain relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins). It was reported that after 7 months the therapy stopped working. The battery had moved, possibly due to a serious fall. Two months ago, the patient started feeling pressure in her rib cage and chest. The patient indicated she wanted the device removed. The rep offered to reprogram, but the patient declined. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient complained that the charging process for the battery was frustrating. The hcp said there was no movement of the battery. The hcp reprogrammed the device and got more, but the plan was to replace with a new model ins. The hcp mentioned the patient was obese. No further complications were reported.